Event description:
It was reported that multiple intermittent occlusion alarms occurred. Contact changed the pump supplies and infusion set site. Occlusion alarm was cleared and insulin delivery was resumed. Customer's blood glucose was 200-300 mg/dl. Customer continued to use pump for insulin therapy.